Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive sheath showed air in the aspiration syringe during aspiration with the farawave catheter inserted into the faradrive sheath. The sheath had already entered the patient at this point in the event. No air was seen to enter the patient body. No fluid leak was noted. The sheath was replaced and the procedure was completed successfully with a new sheath. No patient complications were reported. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive sheath showed air in the aspiration syringe during aspiration with the farawave catheter inserted into the faradrive sheath. The sheath had already entered the patient at this point in the event. No air was seen to enter the patient body. No fluid leak was noted. The sheath was replaced and the procedure was completed successfully with a new sheath. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the outer valve was torn, by its center slit, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.